Event description:
Customer¿s blood glucose (bg) level ranged from "low" to "high"; although specific values were not provided. Cause was not known. Customer consumed glucose tablets to address low bg, and a correction bolus was delivered to address elevated bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.